Event description:
Pt implanted with lcp proximal femur plate on (B)(6) 2010. Plate broke postoperatively and was removed on (B)(6) 2011 by a different surgeon and hospital.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.